Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of the lung, when the user tried to perform the second resection on the pulmonary parenchyma, while firing, even though the tissue was thin, the meter of the real-time failback parameter moved back and forth between 1 and 3. In addition, after the firing was completed, the display of the cartridge part should became 0, but the display did not change, the meter remained. The user removed the handle from the shell and replaced the shell with another shell, but the situation did not change. The firing could be performed with the handle, so the operation was continued as it was. There was no patient injury. When the device was collected, a sponge was tried, but this phenomenon occurred again. Furthermore, even though a single thin sponge was used, it would be a firing in slow mode.

Manufacturer narrative:
New information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial resection of the lung, when the user tried to perform the second resection on the pulmonary parenchyma, while firing, even though the tissue was thin, the meter of the real-time failback parameter moved back and forth between 1 and 3. In addition, after the firing was completed, the display of the cartridge part should became 0, but the display did not change, the meter remained. It was noted excessive load was detected and the device was still able to fire. The screen display was strange. The user removed the handle from the shell and replaced the shell with another shell, but the situation did not change. The firing could be performed with the handle, so the operation was continued as it was. There was no patient injury. When the device was collected, a sponge was tried, but this phenomenon occurred again. Furthermore, even though a single thin sponge was used, it would be a firing in slow mode.